Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer suddenly had a button error alarm appear on the insulin pump. No button was pressed for 3 minutes or longer. The buttons do not respond on the insulin pump. Customer stated that the pump was not exposed to moisture. Customer was advised that the pump will need to be replaced. Customer agreed to return the pump.